Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. The reporter stated that one day earlier, they did a site and set change in the am, at 9:30pm, the pt's blood glucose was 154 she ate a snack, bolused for it and went to bed. Reporter states the next morning at 8:00am, the pump was alarming blockage and the pt's blood glucose was 454 with small ketones, so they changed the tubing and delivered a correction. By 9am she had large ketones and vomiting, at this time she was transported to the hospital. She was admitted in dka and was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.